Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Fax number unknown / not provided. Additional PMA/510(k) number ¿ k113753/k112160. Device remains implanted.

Event description:
It was reported that some of the threads are stripped on the inside of the implant on tooth site #19.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: component code was added: 4755. H6: tyoe of investigation codes were added: 4109, 4114 and 3331. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4310. The product was not returned. Therefore, the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (1221504) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot (1221504) and no similar event or complaint was found. Functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is excessive loading on abutment and implant assembly. No further investigation or immediate escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.